Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted into the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on december 26, 2025. During the procedure, a radiologist used the previously established percutaneous transhepatic cholangiographic drainage pathway from the right intrahepatic duct of the liver to place the metal stent. During deployment, the delivery system became slightly stuck, preventing the stent from fully deploying. In an attempt to reposition and facilitate deployment, the physician manipulated the stent back and forth. This maneuver inadvertently caused the stent to migrate entirely into the common bile duct. The proximal opening of the stent was not aligned with the papilla, compromising its intended function. The stent remains implanted, and the procedure was completed using another of the same device. There were no patient complications reported as a result of the procedure. Additional information received on january 25, 2026. It was reported that the anatomy of the patient was torturous and the anatomy of the patient was not dilated. The size of the lesion was observed to be smaller than what was anticipated.

Manufacturer narrative:
Block b5 has been corrected and updated based on additional information received on january 25, 2026. Block h6 (impact codes) has been corrected. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Block e1: initial reporter's address:(B)(6); reported here as it exceeded the character limit for the designated field.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code f2301 captures the additional device required to remove the stent. Block e1: initial reporter's address: (B)(6).

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was to be implanted into the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, a radiologist used the previously established percutaneous transhepatic cholangiographic drainage pathway from the right intrahepatic duct of the liver to place the metal stent. During deployment, the delivery system became slightly stuck, preventing the stent from fully deploying. In an attempt to reposition and facilitate deployment, the physician manipulated the stent back and forth. This maneuver inadvertently caused the stent to migrate entirely into the common bile duct. The proximal opening of the stent was not aligned with the papilla, compromising its intended function. The procedure was completed using another of the same device. There were no patient complications reported as a result of the procedure.